Event description:
A malfunction was reported with the customer's pump, identified as malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, and levels did not exceed 500 mg/dl. In response to the malfunction, the customer was advised to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery.